Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Complaint - in 2014 the patient indicated he was having pain in his right hip that was becoming worse with the passage of time. The surgeon took x-rays but referred him to another doctor. In 2016 the patient is reported to have visited with another doctor for right hip pain, swelling, a pocket of fluid and clicking of the hip. The doctor ordered a metal test and a magnetic resonance imaging (MRI), the results of which are unknown at this time. No revision is known to have occured at this time.